Event description:
The customer alleged that she performed a control test and received a result of 187 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The customer had to leave and was unable to further troubleshoot her contour system. No product will be returned at this time.